Manufacturer narrative:
Additional information was received that the physician assessed the event to be device and procedure related. The event is currently recovering and is resolving.

Event description:
A report was received that the patient was explanted due to a staphylococcal infection at the ipg and lead sites. The symptoms were redness, fever, pus and swelling. The patient was administered antibiotics. The physician assessed the event to be procedure related.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-8336-50 serial: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead a review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was explanted due to a(B)(6) at the ipg and lead sites. The symptoms were redness, fever, puss and swelling. The patient was administered antibiotics. The physician assessed the event to be procedure related.

Event description:
A report was received that the patient was explanted due to a staphylococcal infection at the ipg and lead sites. The symptoms were redness, fever, pus and swelling. The patient was administered antibiotics. The physician assessed the event to be procedure related.

Manufacturer narrative:
Additional information was received that infection was noted due to grossly purulent material that had been observed at both laminectomy site as well as the battery site.

Event description:
A report was received that the patient was explanted due to a staphylococcal infection at the ipg and lead sites. The symptoms were redness, fever, puss and swelling. The patient was administered antibiotics. The physician assessed the event to be procedure related.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model: sc-8336-50, serial: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to a staphylococcal infection at the ipg and lead sites. The symptoms were redness, fever, pus and swelling. The patient was administered antibiotics. The physician assessed the event to be procedure related.

Manufacturer narrative:
Additional information was received that the event was resolved.

Event description:
A report was received that the patient was explanted due to a staphylococcal infection at the ipg and lead sites. The symptoms were redness, fever, puss and swelling. The patient was administered antibiotics. The physician assessed the event to be procedure related.

Event description:
A report was received that the patient was explanted due to a (B)(6) infection at the ipg and lead sites. The symptoms were redness, fever, puss and swelling. The patient was administered antibiotics. The physician assessed the event to be procedure related.